Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's system was explanted due to infection. It was unknown if the infection came from the device change out in (B)(6) 2019 or from the pneumonia the patient had recently. The patient was stable.